Event description:
It was reported that during implant attempt, there was sensing difficulty and oversensing on the rv lead. The lead was removed from the device, the header was cleaned, grommet was burped, and the lead reinserted. Oversensing was still noted; however "'pooling" blood was also noted in the grommet. This device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): no anomalies were found. However, visual analysis noted grommet damage.